Manufacturer narrative:
(B)(4). D10. Dural alpha insert neutr ll/32 item# 0100013412 lot# 2685981. Fitmoreâ®, shell with screw cones, uncemented, 58/ll item# 0100024558 lot# unknown clsâ® spotornoâ®, stem, 135â°, uncemented, 12.5, taper 12/14 item# 290039125 lot# 2613023. G2. Report source: new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Note: this event was originally reported under 0001825034-2025-00038.

Event description:
It was reported that the patient had an initial tha. Subsequently, approximately 11-years post implantation, underwent a revision surgery due to instability and dislocation. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories found no additional related complaints for these items and the reported part and lot combinations. Based on the available information, the reported event cannot be confirmed, and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.